Manufacturer narrative:
Results: the jet7 was ovalized from approximately 13.0 ¿ 16.5 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed an ovalization on the proximal end. If the jet7 is forcefully gripped or pinched during advancement of the jet7 into a parent device, damage such as an ovalization may occur. During functional testing, the jet7 was able to advance through a demonstration neuron max with resistance due to the ovalization. The neuron max identified in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system jet7 kit. It was reported that the patient¿s anatomy was tortuous and the physician had difficulty tracking. During the procedure, while advancing the penumbra system jet 7 reperfusion catheter (jet7) through a neuron max 6f 088 long sheath (neuron max), about 15cm distal to the hub, the jet7 had collapsed; the proximal portion of the jet7 was flattened approximately over 5cm and became more apparent under aspiration. Therefore, it was removed. The procedure was completed using another jet7 and the same neuron max. There was no report of an adverse effect to the patient.